Event description:
During cataract surgery, the incisions were being hydrated with bss in a 30 gauge cannula on a syringe. The cannula came off the syringe and struck pt's eye. The wound was checked for leaks with florescein and none observed. The pt c/o seeing red. Eye was inspected and vitereous hemorrhage found.

Manufacturer narrative:
The subject device was not returned from user facility for eval. Without having the actual subject device or the associated syringe (including its brand, model, condition) as used during this surgery, our eval was limited to a review of sample cannulas from the same catalog and production lot, that were still available in our controlled finished goods inventory. In addition, the subject device history records, device master records, field distribution and complaint history records were reviewed. Sample cannulas of the same catalog number and production lot were examined and confirmed to be compliant with the specified 6% conical fitting with luer-locking hub. A functional eval also confirmed the subject cannulas fully locked onto luer-lock syringe hubs as per the standardized luer-locking design feature. A review of the subject device history and device master records did not reveal any anomalies. History records confirmed two batches of 30ga cannula raw material, totaling 150,00 cannula hubs have been fabricated into various finished 30ga cannula products and distributed globally. A review complaint handling systems found no other complaints of this nature for this subject product lot or referenced 30ga raw material batches. Based on this eval, linked with not having the subject devices (cannula and syringe) or having witnessed the event, we can only speculate that this isolated incident may have been related to human error in locking luer-lock cannula hub into an appropriate luer-lock syringe hub.